Manufacturer narrative:
(B)(4). Guide wire: bmw. Guide cath: cordis. Sheath: cordis. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during an interventional stenting procedure in a 90% stenosed, mildly tortuous and mildly calcified lesion in the left anterior descending coronary artery, the lesion was predilated with a 2.0 x 12 mm voyager balloon. A 2.75 x 28 mm xience v stent was implanted. There was a dissection at the mid to proximal edge which required treatment with another xience v 3.0 x 12 mm stent which achieved good timi [thrombolysis in myocardial infarction] flow. There was no clinically significant delay in the procedure or prolonged hospitalization due to the dissection. There was no reported adverse patient sequela. There was no additional information provided.